Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported "left implant presents irregular contours, with linear images inside and rupture of its contours due to intracapsular rupture of the implant" and "small amount of peri-implant fluid bilaterally." Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified the device was broken shell and black particles material on the shell/gel. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.